Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an error message (unknown). The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that the meter issue began around (B)(6) 2016. She reported that she manages her diabetes with insulin (self-adjuster) and denies making any changes to her usual diabetes management regimen in response to the alleged meter issue. A day after the meter issue began the patient alleged that she developed symptoms of ¿sweats, headaches and feeling lousy.¿ in response to the alleged symptoms she reported that she self-treated herself with insulin. The csr noted that it was not possible to carry out troubleshooting as the patient had already disposed of the strips. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.